Manufacturer narrative:
Right siderail broken off - head of bed.

Event description:
It was reported by service report that the siderail was broken. No patient involvement or adverse consequences are reported.